Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in home hospice care. The cause of death was kidney failure. The caller stated that the customer had a kidney transplant and pneumonia that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected within 48 hours of the customer's passing, as the customer's blood glucose levels were declining since they were passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.